Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the reservoir connecting tube. All components, but the reservoir, were removed and replaced with a new ipp. There were no patient complications.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed a hole in the reservoir connecting tube. All components, but the reservoir, were removed and replaced with a new ipp. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. The first cylinder inner tube was detached in the proximal end of the cylinder. It had broken fabric threads from wear in the proximal end of the cylinder. Bulge was present when inflated with syringe. The second cylinder inner tab was detached in the proximal end of the cylinder. The second cylinder had a hole from sharp instrument in the proximal end of the cylinder, a leak was present. The cylinder had broken fabric threads from wear in the proximal end of the cylinder. The pump was visually and microscopically examined, leak and functionally tested. No anomalies were found with the pump. Based on the information available and analysis results, the reported tubing hole could not be confirmed. However, the identified leak and cylinder bulge most likely caused or contributed to the reported allegation of device not performing as expected.